Event description:
Complainant alleged that while attempting to treat a patient the device displayed a "lead/pad fault" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complainant is still under investigation.